Manufacturer narrative:
On (B)(6) 2016 a medtronic representative, following-up at the site, reported there was no delay, the surgeon was already at the tumor site and respecting when this issue happened. The navigation system was working fine for the first few hours of the surgery. The surgeon abandoned the use of navigation as he did not need it after that point in the procedure. A medtronic representative performed a navigation system check-out and replaced the camera. System performed as intended. Return requested. Replacement parts: polaris spectra system control unit (scu), scu to I/o hubcable, external scu to r/a positioning sensor unit (psu) cable, rohs psu kit and int scu to psu cable were all shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, brain tumor resection, the navigation system camera stopped tracking during navigation. The navigation system displayed an error message: "localizer not connected," with a red-x on the camera icon. The polaris spectra system control unit (scu) was beeping every minute, however, there were no lights on the camera. The surgeon opted to discontinue the use of the navigation system and continued under the microscope to complete the procedure without navigation. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The suspect polaris spectra system control unit (scu) was returned to the manufacturer for analysis. The scu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect positioning sensor unit (psu) was returned to the manufacturer for evaluation. Testing found that the psu would not power on when installed into a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.